Manufacturer narrative:
Medical safety/clinical reviewed the event. A 76-year-old female with a medical history significant for coronary artery disease, diabetes mellitus, and renal insufficiency was admitted with chest pain and shortness of breath. Troponin levels increased overnight, and the patient was taken to the cardiac catheterization laboratory. An impella cp was implanted for mechanical circulatory support. Moderate aortic stenosis and the need for future aortic and mitral valve intervention was noted. Percutaneous coronary intervention (pci) was performed to the left anterior descending (lad) artery. The patient was subsequently transferred to a higher-level facility for cardiac critical care management. On post-implant day one, continuous suction alarms were observed overnight while the impella cp was operating at performance level (p-level) 8. The physician initially advised maintaining the current p-level. Due to small vasculature, extracorporeal membrane oxygenation (ECMO) flows could not be significantly increased. Critical care was present at bedside and later agreed to decrease the impella performance level. At p-4, intermittent suction alarms persisted. Bedside echocardiography confirmed appropriate device positioning. The impella cp was utilized at lower p-levels as a left ventricular vent, and ECMO and impella flows remained unchanged. The patient also developed thrombocytopenia with platelet count of 60 x10¿/l. Vascular access was noted to be limited due to small vessel size. Overall prognosis was documented as poor. Approximately four days later, the patient experienced ventricular tachycardia cardiac arrest. The decision was made to continue mechanical circulatory support. An attempt was made to implant an impella 5.5; however, the procedure was aborted due to the patient¿s axillary artery anatomy. The patient remained supported with impella cp and ECMO (ecpella). Days later, argatroban was placed on hold due to bleeding concerns. On day nine of support, the family elected to transition the patient to comfort-focused care. Life-sustaining therapies were withdrawn, and the patient subsequently expired. Suction events are a known and common complication when patients are supported concurrently with ECMO and an impella pump. The patient experienced other impella-related events (that included ventricular tachycardia arrest). The death is being associated with the impella cp. The impella 5.5 implant attempt was aborted due to patient-specific anatomy limitations. This event is a malfunction type of reportable event. The patient¿s underlying condition contributed most to the demise outcome (cardiac condition, ¿poor¿ initial prognosis). The patient was unable to recover from the cardiac event and comfort care was elected which led to the patient expiring. Note: h6. Component code and investigation type/findings/conclusion coding remain unchanged as previously reported. Related medical device reports: this is one of two devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. The patient presented with chest pain and shortness of breath and was taken to the catheterization lab, where an impella device was placed via the right groin without procedural complication. The patient subsequently required va-ECMO, mechanical ventilation, vasopressor support, and crrt due to cardiogenic shock and multiorgan dysfunction. Following device implantation, the patient experienced continuous impella suction alarms at p-8. Bedside echocardiography confirmed appropriate positioning. Due to small-caliber vasculature, ECMO flow could not be increased to optimize preload. Suction alarms persisted despite reducing support to p-4. The impella was therefore utilized primarily as an lv vent at lower p-levels, with flows remaining stable. No device malfunction was identified, and suction alarms were attributed to patient-specific preload limitations and restricted vascular anatomy. During the course of support, the patient experienced a ventricular tachycardia arrest requiring continuation of full hemodynamic support. The patient also developed major bleeding, prompting anticoagulation (argatroban) to be held, and thrombocytopenia with platelet levels around 60k. A multidisciplinary team (critical care, cardiology, and cardiothoracic surgery) evaluated the patient for potential impella 5.5 upgrade and ECMO decannulation. CT imaging and ramp studies were considered. An impella 5.5 upgrade attempt was unsuccessful due to severe bilateral axillary calcification and stenosis, preventing device advancement across the right axillary artery. The patient did not tolerate impella cp-only support, and ECMO was reconfigured to femoral¿femoral cannulation with reperfusion sheaths due to limited vascular access. The impella 5.5 was never implanted. Throughout hospitalization, documentation noted no device-related malfunctions aside from suction alarms consistent with patient-related preload limitations. ECMO and impella flows remained stable. The patient remained critically ill with no meaningful neurological response while on full support, and prognosis was described as very poor. The family ultimately elected to transition to comfort-focused care.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.